Event description:
Litigation alleges that the patient suffers from pain, discomfort, and exhibited symptoms of a loose implant. Doi: (B)(6) 2007 - dor: (B)(6) 2010 (unknown side). (B)(6). Update: (B)(4) 2012, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient had a loose acetabular cup and one screw was broken. Records are available for further review. (Right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient had a loose acetabular cup and one screw was broken. Records are available for further review. (Right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4).